Event description:
Type of procedure: lap appendectomy. According to the reporter: the doctor found one side of the cartridge had no staple after the doctor fired the device. After the event occured, the doctor changed the procedure to open surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: was any reinforcement material used in conjunction with the stapling device? No. What is the product ID and lot number of the sulu used in this procedure? It was (B)(4) mf endo gia 30-3.5 stapler. The lot number was p4f0758x. When will the subject device be returned for investigation? It already was returned. Was there any unanticipated tissue loss as a result of this problem? No. Was there any tissue damage as a result of this problem? Yes. If yes, describe the damage and provide details on how the damage was treated/corrected. Because the cartridge of the stapler only had staples in one side, the other side of cartridge had no staple. The ascending colon was not closed by staples. The doctor urgently changed the procedure. The laparoscopic procedure was changed to open surgery. Was the damage irreversible? No. Was there blood loss of 500cc or more due to the product problem? No.